Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not using product per IFU).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) of 421mg/dl with extreme drowsiness, moodiness and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient is not using the cartridge per IFU. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not using product per IFU.